Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: device name# tri ts femur sz2 left; cat# 5512-f-201; lot# sel3u, device name# triathlon femoral distal augment 15mm - size 2 left; cat# 5542-a-201; lot# ssd3u, device name# triath fem distal aug 5mm - size 2 left; cat# 5540-a-201; lot# sae3b, device name# tri post augment sz2 5mm; cat# 5543-a-200; lot# rux4r, device name# tri post augment sz2 5mm ; cat# 5543-a-200; lot# rux4r, device name# tri cemented stem 12mmx50mm ; cat# 5560-s-112; lot# 1194514h, device name# tri cemented stem 12mmx50mm ; cat# 5560-s-112; lot# 1194510j, device name# triathlon hinge b/plate size 3 ; cat# 5612b300; lot# s932h, device name# triathlon revision tibaug sz3 lm rl 5mm ; cat# 5612-a-351; lot# y240vm, device name# triathlon revision tibaug sz3 rm ll 5mm; cat# 5612-a-350; lot# 808nah. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
I&d with tibial insert exchange of a left revision triathlon due to infection.